Manufacturer narrative:
Phone not provided.

Event description:
It was reported to philips that the device failed operational testing and displayed a "no paddles attached" prompt. The device was not in use on a patient.